Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields:d4, d8, h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: IFU states the detection method in bf-1t150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in bf-1t150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Based on the results of the investigation, olympus confirmed foreign material on the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the bronchovideoscope bending section cover or distal sheath rubber had foreign objects. The issue occurred, during maintenance. There were no reports of patient harm.